Manufacturer narrative:
Only one event was recorded on (B)(6) 2013 indicating that it has been erased on or before this date. Routine testing confirmed that this device was installed by the customer in (B)(6) 2012. Investigation did not confirm a fault with the device and the shock button performed to specification. The shock key was stripped and inspected and both the metal dome and contact areas were found to be clean and free from contamination. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the shock button does not deliver shock.